Manufacturer narrative:
The insulin pump was received with rattling vibration due to adhesive not adhering. However, passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.this MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they had vibrate anomaly. The customer reported that the vibrate feature would not vibrate. The customer's blood glucose was unknown at the time of incident. The customer was assisted in performing self test and the customer stated that they did not feel that the insulin pump vibrated. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.